Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with mentor smooth round moderate profile 700 cc saline prostheses experienced bilateral breast pain and a right sided skin reaction post procedure. There was sensitivity of around the areolas with a lot of soreness, the incision sites were sensitive to the touch, and the chest feels heavy. The right breast was filled more after her initial surgery. After the breast was filled more, there was burn at the incision sight thought to be caused by the tape used. The burn was treated with a cream with an unknown result. Additionally, air pockets bilaterally were mentioned. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-09011 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).